Manufacturer narrative:
Citation: rosenzveig et al. Aortic pseudoaneurysm after valve-in-valve tavr: a unique presentation of infective endocarditis. Jacc case rep. 2024 nov 6;29(21):102692. Doi: 10.1016/j.jaccas.2024.102692. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 72-year-old male patient who presented with atrial flutter with rapid ventricular response and a fever.  Bacterial endocarditis was confirmed by a positive blood culture for staphylococcus capitis.  The patient has a history of aortic valve and mitral valve endocarditis with implant of a non-medtronic 23-mm aortic surgical valve and mitral valve repair in 2004, and later severe aortic insufficiency treated with implant of a medtronic 26-mm evolut r valve as a transcatheter aortic valve-in-surgical aortic valve (tav-in-sav) implant in 2019.  During the most recent hospitalization the patient was prescribed intravenous vancomycin which resolved the bacterial endocarditis.  A computed tomography of the chest revealed a pseudoaneurysm at the lesser curvature of the aorta.  A computed angiography showed thickening of the aortic wall and thickened tavr valve leaflets.  Subsequently, the patient underwent a redo sternotomy.  During the procedure visual examination found: a perforation of the aorta leading to a pseudoaneurysm at the top of the tavr valve; a thin layer of vegetation on all three tavr valve leaflets; infected tissue in between the tavr valve and the previously implanted surgical valve; and an infected annulus with signs of cellulitis.  An entire replacement of the aortic root was successfully performed with implant a 26-mm homograft and reimplantation of coronary arteries.  The patient to lerated the procedure well.  The post-operative course was complicated by junctional bradycardia requiring temporary pacing; however, the patient improved without the need of a permanent pacemaker implant.  His postoperative echocardiogram showed no aortic insufficiency and no prosthetic valve dysfunction.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Correction to coding: removed ime code e0810 corneal pannus; added ime code e2316 foreign body reaction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) the serial number of the evolut r valve was unknown, 2) no device or device samples of the explanted evolut r valve were available for return, and 3) the patient's weight was 106 kg. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.